Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116", "defib fault 72" and "defib fault 79" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not been received the product for evaluation and this complaint is still under investigation.